Event description:
The infusion pump was involved in an overdelivery. Reportedly the pump was programmed to deliver a 500 ml tagamet solution at 21 ml/hr and appeared to operating fine for five to six hours. However, two to three hours after last observed the IV bag was empty. It was reported that approx. 400 ml of solution delivered over that two to three hour time frame. The pump was removed from the pt. No medical or surgical intervention was required.